Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the lancet tip protrudes from the end cap of his softclix lancing device. Customer stated the lancet was properly seated. The lancing device and lancets are being requested for return. A replacement lancing device is being sent out. The lancing device and lancets are logged with unidentifiable lots as the customer could not read this information due to the small print.

Manufacturer narrative:
Customer also returned lancet device lot bbc156 (it was unknown which device the customer had called about). Bbc156 was also investigated and no malfunction could be confirmed.